Manufacturer narrative:
This report is submitted on april 24, 2018, (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site and was subsequently treated with steroid injections.